Manufacturer narrative:
The device involved in the reported incident was not returned for evaluation. An investigation has been completed based on the reported information. Root cause analysis is not possible due to parts not returned. Based on the reported information and the investigation results provided, integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
The patient underwent revision surgery on (B)(6) 2012 to remove 2 screws from a 3 level manta ray construct from c3-c6 at the c6 level. The initial surgery was performed on (B)(6) 2011. The screws were found to protrude on a recent routine follow up x-ray. The patient did not have any other symptoms or clinical complaints. The plate and other screws remained intact and were secure. All three levels of the construct were fused solidly.